Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was extracted and successfully replaced with a new lv lead. There were no adverse patient effects reported from the procedure.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.